Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Receiver functional testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the reported allegation was not found.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a low alert not alerting at the proper time occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.